Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed

Event description:
On (B)(4) 2012, a customer reported that on (B)(6) 2012 the transfer set had leaked. The fluid would not stop flowing from the set even when the clamp was closed. The sample was available and requested for evaluation. There was patient involvement, but no patient injury or medical intervention was reported.